Event description:
A malfunction alarm was declared by the pump during pumping. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer previously reported similar alarms and was instructed by technical support to use a backup insulin pump while a replacement pump is arranged. Technical support confirmed the shipping address and guided the customer on returning the problematic pump using a storage mode and pre-paid label within ten days.